Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found conforming. The probe was then functionally tested for actuation, aspiration and cut. The sample was conforming for actuation and cut and was non-conforming for aspiration. The sample was also non-conforming with noise observed during aspiration and actuation testing. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The cutting edge of the inner cutter was observed to be damaged. The inner diameter of the diaphragm is off centered. The o-rings, spacer, diaphragm and spring are all intact. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are six additional complaints associated with the lot for the reported issue. The complaint evaluation does not confirm the probe sample had an aspiration issue. The evaluation does indicate that the probe had an abnormal sound during functional testing/use. Unrelated to the reported event, the evaluation also indicated that the probe had an aspiration issue. The root cause for the observed noise and the aspiration failure of the probe cannot be determined from this evaluation. The impact of the off centered inner diameter of the diaphragm cannot be determined. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause of the noise and aspiration issue could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the anterior vitrectomy probe had an actuation failure, unable to cut and made a strange sound during procedure. The condition of the aspiration function was unknown. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.